Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with low aspiration and irrigation. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the event occurred during cataract surgery. Which was the first case of the day. The surgery was completed with no patient harm. The doctor canceled the rest of the scheduled patients for the day.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 27, 2013. Based on qa assessment, the product met specifications at the time of release. A fluidics module received for evaluation. A visual assessment of the returned fluidics module revealed 2 solenoid spacers were missing from the 2 solenoid valves. The returned fluidics module was installed onto a calibrated infiniti system. The system was turned on and allowed to boot. The system generated a system message (sm) boot-up sequence. 2 solenoid spacers were installed onto the 2 solenoid valves and boot-up tested was repeated. The system successfully booted and no sm occurred. The 2 solenoid spacers were removed from the solenoid valves and boot-up test was repeated and the sm recurred. If this sm occurs, further testing cannot be performed. No additional test was performed. The root cause was attributed to the missing solenoid spacers on the solenoid valves. However, how the solenoid spacers became ¿missing¿ remains inconclusive. (B)(4).